Event description:
In (B)(6) 2019, the recipient underwent surgery to reposition the stimulator housing. During this procedure the active electrode was reportedly not moved. This procedure was conducted as the user was unable to wear the audio processor for long, due to feeling pain at the magnet site. The skin became thinner and an ulcer formed. The external magnet strength was thought to be appropriate for the user. Since the repositioning surgery the recipient has no auditory sensation with the device. Additionally, the user reportedly had no auditory sensation with the device before repositioning surgery. The user has been re-implanted. According to the device explantation report, the electrode array was out of the cochlea.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. It was also reported that the stimulator housing had been surgically re-positioned, not moving the active electrode, as pain at the implant site was observed. In situ testing results showed an increased number of affected channels following this intervention. Still, recipient_s benefit from the device was reportedly already affected before this revision surgery. At implantation, a complete insertion could not be achieved reportedly resulting in two extra-cochlear channels. At explantation, all channels were found extra-cochlear, most likely due to a post-operative migration of the electrode array out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2019, the recipient underwent surgery to reposition the stimulator housing, but the active electrode was reportedly not moved. This procedure was conducted as the user was unable to wear the audio processor for long due to feeling pain at the magnet site, with the skin getting thinner and forming an ulcer. The external magnet strength was thought to be appropriate for the user. Since the repositioning surgery the recipient has no auditory sensation with the device. Clinical support have suggested re-implantation.

Manufacturer narrative:
Additional information: based on received information, the stimulator housing was surgically repositioned, not moving the active electrode, as pain at the implant site was observed. In situ testing results showed an increased amount of affected channels following this intervention. Still, recipients benefit from the device was reportedly already affected before this procedure. Therefore, damage to the active electrode as might be caused by an external mechanical impact could be assumed. However, to determine an exact root cause a device investigation of the explanted device is necessary. A date for revision surgery has not been scheduled yet.

Event description:
In (B)(6) 2019, the recipient underwent surgery to reposition the stimulator housing. During this procedure the active electrode was reportedly not moved. This procedure was conducted as the user was unable to wear the audio processor for long, due to feeling pain at the magnet site. The skin became thinner and an ulcer formed. The external magnet strength was thought to be appropriate for the user. Since the repositioning surgery the recipient has no auditory sensation with the device. Additionally, the user reportedly had no auditory sensation with the device before repositioning surgery. Clinical support have suggested re-implantation. However, a date for revision surgery has not been scheduled yet.